Event description:
It was observed during device evaluation that the subject device was used after the sterilization had expired. There were no reports of patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation, however the production/labeling records for the subject device were reviewed. The investigation determined the subject device had been used after the indicated sterility of january 2025. The instructions for use (IFU) indicate "do not use the instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk or cause tissue irritation." Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.